Event description:
According to our customer in 2003, an erroneously low total t4 (tt4) result of 5.8 mg/dl was generated by an access 2 instrument. The result was outside the reference interval range of this assay (6.09-12.23 mg/dl). The erroneously elevated result was reported out of the lab. The pt was subsequently re-drawn on two different occasions and the tt4 results were within the reference interval. A sample for tt4 was collected one day later and the result was 7.3 mg/dl. Another sample for tt4 was collected one day later and the result was 9.0 mg/dl. Based on the results of the samples collected after the original sample the customer decided to rerun the original sample. The repeated tt4 result was 7.9 mg/dl. A thyroid scan was conducted on the pt based on the erroneous result. The lab did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.